Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient was in the hospital for a post operation assessment. Upon interrogation, it was observed that the right atrial lead had no capture. A chest x-ray was completed to reveal the lead was dislodged. The lead was repositioned successfully. The patient was stable.